Event description:
It was reported that during a laparoscopic nephrectomy procedure the tech loaded a 45 mm cartridge into the stapler and when the surgeon fired the device, it closed down on the firing trigger, it locked out and they could not open or fire the device. They used the red release button and it did not work and they then forced the trigger open manually. They had not cut or stapled tissue at this point of the firing. There was no patient consequence reported. They used another device to complete the procedure.

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned with the closing trigger broken and without cartridge reload present. No functional test was performed due to the condition of the device. The device was disassembled to verify the conditions of the internal components and the closure trigger top was noted to be damaged. One possible scenario for the described event is due to applying a large prying force on the closure trigger handle in the opening direction. This can then result in damage to the closure trigger top component if the applied load is high enough. In addition, per event description, it should be noted that the echelon 60mm device is designed to work only with echelon 60mm cartridges. If a 45mm cartridge is loaded on the device at firing, the device will lock out. In order to open a device with the indicator in the locked position, a reverse stroke needs to be performed in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. For further loading instructions please refer to the echelon 60mm IFU. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.